Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the specific number of devices (total qty involved) that failed during this one procedure? 4 pieces. Of those devices, how many sutures broke and how many needles pulled off the suture? 2 broke off and 2 snapped. Please verify what lot number is associated with the broken suture and what lot number is associated with the needle pulling off the suture. Both lot numbers have one suture broke and snapped each. How long was the surgery prolonged (estimate)? 30 mins. Are there any suture samples to be returned for analysis? Representative samples from both lot numbers were returned from the hospital for analysis. Pending receipt. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of procedure? Was the patient¿s post-operative course changed due to the reported event? What is the patient current status? Status of device return? Events reported via medwatch 2210968-2019-83246, 2210968-2019-83247, 2210968-2019-83248, 2210968-2019-83249.

Event description:
It was reported that the patient underwent CABG procedure on (B)(6) 2019 and suture was used. After finishing the distal end, surgeon was about to start with the proximal end anastomosis and the suture detached. The surgeon used competitor device to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation of representative samples submitted via medwatch 2210968-2019-83249. Evaluation: one unopened sample of product code ep8706, lot mab258 was returned for analysis. The complaint sample was not received. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: no additional information are available from customer. The patient demographic info: age, gender, weight, bmi at the time of index procedure (if available) : dr and the ot nurse are unable to provide the details. Date of procedure?: dr and the ot nurse are unable to provide the details. Was the patient¿s post-operative course changed due to the reported event?: dr and the ot nurse are unable to provide the details. What is the patient current status?: dr and the ot nurse are unable to provide the details.